Event description:
At the time pt was to have second weekly dose of chemotherapy, after normal saline flush, pt developed soft tissue swelling and experienced cold fluid in upper chest. Chest x-ray confirmed port-a-cath tip and 10cm of catheter separated. Port-a-cath slushed with tpa in 01/2002 and one dose of chemo administered through site.